Event description:
It was reported that a person using an ilet system experienced sustained hyperglycemia, with a continuous sensor reading above 400 mg/dl and a confirmatory fingerstick of 421 mg/dl after a recent supply change and consumption of a beer, and troubleshooting and education were provided for high glucose management. Symptoms included no notable clinical manifestations. Outcomes included no need for medical intervention beyond routine follow-up and no hospitalization. Investigation included customer support review of device use and guidance for continued monitoring. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.